Manufacturer narrative:
(B)(4).

Event description:
It was reported that possible externalized conductors were observed via x-ray. No damage was seen on the trifurcation connectors. The lead was capped and replaced on (B)(6) 2016 during device change-out procedure. The patient was in good condition.

Manufacturer narrative:
(B)(4). Evaluation summary: visual examination did not find any abrasion on the returned lead segment. The outer coil was slightly kinked on is 1 connector leg consistent with explant damage. Electrical tests that could be performed on this piece did not find any indication of conductor fractures or internal shorts. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the capped lead was explanted.